Event description:
It was reported that the patient with a history of ventricular tachycardia (vt) status post (s/p) ablation 2016 and 2018, s/p cardiac resynchronization therapy with defibrillator (crt-d) upgrade 2018, prostate cancer s/p robotic prostatectomy, squamous cell carcinoma (scc) of oropharynx s/p resection and radiation therapy 2015, chronic kidney disease (ckd) stage 3, dyslipidemia, and intensive care medicine s/p left ventricular assist device (lvad) placement tested positive for heparin induced thrombocytopenia (hit) and had methicillin-susceptible staphylococcus aureus (mssa) bacteremia in 2020. The patient had frequent runs of nonsustained ventricular tachycardia (nsvt) and was started on amiodarone at that time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including renal dysfunction and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU (under "ongoing patient assessment and care") lists infection as a potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.